Event description:
Healthcare professional reported "a ruptured implant". This record is for the left side. The device was explanted, replaced and discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured implant". Healthcare professional later reported capsular contracture baker grade IV. Patient undergone capsulectomy. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.